Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the monitor's front response button was not responding. The cause for the failure was isolated to corrosion on the j1004 component on the c/a board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor's response buttons were non-functional.